Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage where the tubing connects into the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269, lot number 21025450 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 as lvp 20d low sorb 2ss 0.2m cv sets leaked from the tubing connection to the drip chamber. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we have had a couple of set number 11532269 that have leaked where the tubing connects into the drip chamber".